Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgery was delayed more than 30 minutes due to the insert not locking into the tibial plate.

Manufacturer narrative:
Add'l info.